Event description:
Customer reports receiving a high reading. In blood glucose tests, the customer received a reading of 501 mg/dl compared to a laboratory result of 100 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this even.

Manufacturer narrative:
A follow up report will be submitted if product is returned for evaluation.